Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the device to analyze the cause of the reported poor image resolution was due to procedural conditions (previously implanted clips). The reported entrapment of clip in the previously implanted clip appears to be due to user technique. The reported migration (partial clip movement) associated with implanting the clip at the undesired location is a cascading effect of the clip getting caught on the first clip. The cause of the reported incomplete coaptation (intra-procedure) is a cascading effect of the reported migration (partial clip movement). It should be noted that the mitraclip g4 clip delivery system cds0706 instructions for use warns ¿assemble the sterilized stabilizer. Set the stabilizer aside in a protected sterile environment for later use.¿ the reported improper or incorrect procedure or method associated the physicians acting as a stabilizer was due to the patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report entrapment of device requiring intervention and single leaflet device attachment. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (dmr) with grade 4+, restricted posterior mitral leaflet (pml) that was thin, pml flail, enlarged left atria, and severe ascites due to right heart failure (hf). The first clip (21012r2091) was successfully implanted on a1/p1. Mr still remained and the plan was to place a second clip. A second clip (20303r287) was successfully implanted on a2/p2 but there was still residual mr, and a third clip was prepared. The third clip (21123r1057) was attempted to be placed in between the first and second clip. There was difficulty visualizing the third clip because of shadowing from the two implanted clips. The third clip got caught on the first clip and was not perpendicular to the line of coaptation. The physician was unable to free the clip from the first clip but there was good insertion on the posterior leaflet and the decision was made to get a good grasp on both leaflets and deploy the clip. Immediately following deployment, the clip rotated and then detached from the posterior leaflet. It was noted that the single leaflet device attachment (slda) was due to the clip arms being misaligned from the clip being stuck on the first clip. The procedure was ended and the mr was reduced to a grade of 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. It should be noted that due to the patient's condition, a stabilizer plate could not be used during the procedure. Three physicians were acting as a stabilizer. On (B)(6) 2023, a follow up echo was performed and revealed mr was now at a grade of 1+. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).